Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgeon has informed that she doesn't have the additional information, as she¿s only seen the patient for management of tvt. No further information available. " the patient demographic info: age, weight, bmi at the time of index procedure? Name and indication of initial surgical procedure in 2010? Other relevant patient comorbidities? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Location and diagnostic confirmation? What was a medical / surgical intervention for first time erosion? When and how many times was the mesh erosion recurred? What treatment was performed for each recurrence? Onset date / time of the chronic pain and uti from the initial surgery? What medical intervention was given for the pain and utis? Results? Dates and results of eua and cystoscopy? What was a reason for removal of vaginal mesh and vaginal reconstruction? Date and surgical findings of vaginal mesh removal surgery? What is physician¿s opinion as to the etiology of or contributing factors to these events (chronic pain and uti and recurrent erosions)? What is the patient's current status? Product code and lot number?

Event description:
It was reported that the patient underwent a gynecological procedure in 2010 and the mesh was implanted. The patient experienced a chronic pain, recurrent erosions, and chronic uti. Action taken includes eua, cystoscopy, removal of vaginal mesh and vaginal reconstruction. No further information is available.